Manufacturer narrative:
Corrected data: evaluation result code and conclusion code corrected data: additional narrative philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely and confirmed that the system was down, and the table did not power up. The rse checked log files and found there were multiple issues. The philips field service engineer (fse) visited onsite. Upon troubleshooting, fse found a geometry input/output box (gib) error and found the system interface board box in m-cabinet was not powered on. Fse found there was no supply output from the fan try and power supply. To resolve the issue, fse replaced the fan tray and power supply. The defective fan tray and power supply was returned to philips for failure analysis, and the failure was found to be a defective power supply unit (psu), and the cause of the failure was due to electrical overstress caused by the customer. After replacement, the system was returned to good working condition. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received, which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. The reported event was caused by the electrical overstress caused by the customer. The reported malfunction was caused by the user, which caused the part to fail. Based on re-evaluation, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system would not boot up completely and the room was down. The system was not in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely and confirmed that the system was down, and the table did not power up. The rse checked log files and found there were multiple issues. The philips field service engineer (fse) visited onsite. Upon troubleshooting, fse found a geometry interface board (gib) error and found the main distribution board (mdy) in m-cabinet was not powered on. Fse found there was no supply output from the fan try and power supply. To resolve the issue, fse replaced the fan tray and power supply. After replacement, the system was returned to good working condition. The codes were updated based on the investigation outcome.